Event description:
Related manufacturer report number: 2017865-2023-35709. It was reported that noise resulting in oversensing was observed on the right atrial (ra) and right ventricular (rv) leads. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.